Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium gen.2) on a cobas 8000 c 701 module. The sample initially resulted in a ca2 value of 2.6 mg/dl on (B)(6) 2022, the sample was repeated two times, resulting in values of 8.2 mg/dl and 8.0 mg/dl. The initial questionable result was reported outside of the laboratory with an indication that it will be confirmed. The repeat result of 8.0 mg/dl was deemed correct. The ca2 reagent lot was 589595 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was normal. The field service engineer checked the analyzer and found that the gear pump pressure was below specifications. He replaced the gear pump head. Calibration and quality controls were run and were acceptable. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.